Event description:
The case states that physician using the medivators jet prep endoscopic flushing device notice patients' colon got very red and had some slight bleeding during the endoscopic procedure. This was reported during 3 patient procedures.

Manufacturer narrative:
The case states that 3 patients had colonic irritation from the pressure of the irrigation spray out the distal tip of the medivators endoscopic flushing device. The physician reported the colon as red and slightly bleeding while using the device during the procedures.. Medivators sales representative spoke directly with the physician and reported that the physician was not concerned with the situation and indicated that the irritation would heal quickly. There were no reports of long term injury or long term side effects experienced by the patients as a result of the procedure. The jetprep operated according to specification. This complaint will continue to be monitored within the medivators complaint system. Physician disposed product after use.